Manufacturer narrative:
The system was examined and the reported event system message (sm) was displayed and replicated. The footswitch printed circuit board (pcb) was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. Based on the information obtained, the root cause of the reported event of the patient being transferred to another facility cannot be determined conclusively. However, the root cause of the reported (sm) being displayed can be attributed to the nonconforming footswitch pcb. However, without a sample, component-level root cause cannot be determined at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction procedure and after the capsulorhexis was completed the system displayed a system message (unknown footswitch type is detected). Two different footswitches and cables were tried to resolve the issue. But the system message continued. The procedure was stopped and the patient was transferred to another facility for completion of the case.